Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the wrench would not disengage from the implant. The implant was removed. The wrench was discarded. There is no report of patient injury. G4: 26 jul 2019. The reported device was not returned for evaluation. The reported concomitant implant device was returned, however. Functional testing of the returned implant device with a mating wrench determined that the implant became stuck on the wrench. The reported condition of a wrench that would not disengage from the implant is confirmed. A device history record (DHR) review could not be performed for the reported device, as the reported device lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed for the reported device without relevant item and lot information. A DHR review was completed for the concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported concomitant implant for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the wrench would not disengage from the implant. The implant was removed. The wrench was discarded. There is no report of patient injury.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: 3i t3® tapered implant 4/3 x 10mm, item #: bopt4310, lot #: 2018050151. The reported device is not expected for evaluation as it has been discarded by the customer. An investigation will be completed, however. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the wrench would not disengage from the implant. The implant was removed. The wrench was discarded. There is no report of patient injury.